Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. A review of the available diagnostic data showed no indications of a device malfunction. The device was not available for return.

Event description:
It was reported to nevro that the patient had their device removed and replaced. There were no reports of device-related issues from the patient prior to the event. Nevro attempted to obtain additional information regarding the nature of the device removal but was unsuccessful.

Manufacturer narrative:
Clinical code updated in this report.

Event description:
Additional information received reported that the patient had the device replaced due to lack of pain relief.